Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple altitude alarms occurred while the user was taking a shower with the pump in the bathroom and the user was unable to clear the alarm. The user's blood glucose (bg) level had been as high as 600 mg/dl. At the time of the report, the user's bg level was 405 mg/dl. The user was urinating frequently, was very thirsty, felt sick, and could not see well. Reportedly, the user stated that they would go to the emergency room. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.